Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted on (B) (6), 2010. On (B) (6), 2010 at the 1st fitting, the pt could not hear anything with the audio processor on. Aided and unaided threshold were measured in soundfield with warble tones and showed no difference. The audio processor showed to be functioning properly. On (B) (6), 2010, a rtf test was done by a vibrant med-el staff and was negative. The pt was reimplanted on (B) (6), 2010. A broken lead inside the silicone tube at exit point of the transition sleeve was noted.